Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2014 at 21:26:44. During night drain cycle three, the patient's ultrafiltration reading was 1499ml, indicating the home patient (hp) drained 1499ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. This complaint is an ancillary service event. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. An internal and external visual inspection was also performed with no issues noted. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause of the iipv event was false empty detect and use error, clinician inappropriately set the minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation.¿ a formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.